Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 3.25ml of harmonyca lidocaine on. Approximately a month later, patient was injected with a touch-up treatment bilaterally with 2.5ml of harmonyca lidocaine. Approximately two months, patient experienced swelling. The patient was treated with antihistamine cetirizine and hyaluronidase. The event resolved approximately one month and a half later. About one month after the patient experienced bruise under right eye, deemed not device related, with event resolved 6 days later. Approximately 1 year and a half later, patient had a cold with a persistent cough and chest pain. They were diagnosed with bronchitis, deemed not device related. Patient was treated with antibiotics for 10-days. Symptom resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2024-0011058 (abbvie complaint (B)(4)). This MDR is being submitted for the first injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of bronchitis, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number rm 6003 ld 19e69-c. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: section c. Suspect product, d3, d4, h4.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 3.25ml of harmonyca lidocaine on. Approximately a month later, patient was injected with a touch-up treatment bilaterally with 2.5ml of harmonyca lidocaine. Approximately two months, patient experienced swelling. The patient was treated with antihistamine cetirizine and hyaluronidase. The event resolved approximately one month and a half later. About one month after the patient experienced bruise under right eye, deemed not device related, with event resolved 6 days later. Approximately 1 year and a half later, patient had a cold with a persistent cough and chest pain. They were diagnosed with bronchitis, deemed not device related. Patient was treated with antibiotics for 10-days. Symptom resolved.